Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site (arm) while wearing the pod between 25 and 36 hours. The patient reported that the site became painful and swollen. The patient visited their general practitioner (gp) (B)(6) (hcp: (B)(6) on (B)(6) 2026 and was diagnosed with an infection. The patient was prescribed flucloxacillin. The patient reported that these antibiotics did not clear up the infection and their symptoms worsened. The patient attended a second gp appointment on (B)(6) 2026, the gp told the patient to go to the hospital as they believed the infection may need to be surgically drained. The patient attended the hospital (countess of (B)(6) hospital (hcp: dr (B)(6) however the physician there determined that the site did not need to be drained, and the patient was prescribed co-amoxiclav as treatment. The patient has disposed of the pod.